Event description:
The customer reported that the fluoroscopy images were illegible and they were unable to use the images. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin in the interconnect cable was found to be pushed in. No conclusion can be drawn as further repair information is unavailable at this time.